Event description:
A report was received that the patient's trial leads were pulled early because the patient has swelling and an abnormal amount of drainage at the lead site. There was blistering near the tape and the physician believes the patient is allergic to the leads. The patient was prescribed oral antibiotics. The patient is reportedly doing well.

Event description:
A report was received that the patient's trial leads were pulled early because the patient has swelling and an abnormal amount of drainage at the lead site. There was blistering near the tape and the physician believes the patient is allergic to the leads. The patient was prescribed oral antibiotics. The patient is reportedly doing well.

Manufacturer narrative:
Additional information received indicates the patient tested positive for allergy to all materials in testing kit.

Event description:
A report was received that the patient's trial leads were pulled early because the patient has swelling and an abnormal amount of drainage at the lead site. There was blistering near the tape and the physician believes the patient is allergic to the leads. The patient was prescribed oral antibiotics. The patient is reportedly doing well.

Manufacturer narrative:
Correction to initial MDR to additional suspect device: additional suspect medical device components involved in the event: model # sc-2218-50e (B)(4) description: st linear trial lead with pre-loaded 0.014" stylet - 50 cm.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50e serial # (B)(4) description: st linear trial lead with pre-loaded 0.014" stylet - 50 cm the explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.